Event description:
It was reported that a "great number of noise episodes" occurred. The physician noticed, during lead revision, that the lead was not screwed down. The physician reinserted the lead and screwed it in. All parameters were ok and no noise was observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. Analysis of the device memory indicated right ventricular (rv) oversensing. The analyst noted that t-wave oversensing (twos) was noted on some episodes as well as oversensing. The lead noise discriminator was in effect in some episodes.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).